Event description:
The physician was attempting a fine needle aspiration (fna) with ebus vizishot 21 gauge needle. When tried to lock needle, the needle would pull up or out further. The needle would not lock.